Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to a fluid leak. It was unknown the source and location of the leak. A new ipp was implanted and the old reservoir was drained and left in patient. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The ams700 inflatable penile prosthesis (ipp) cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had wear at folds in the proximal and in middle of the cylinder bodies and no leaks were found. Both cylinders passed the leak and pressure tests performed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) was fatigued and worn down to the filament. There was a hole which led to a leak in the krt (cylinder) at the pump block that was the result of a sharp instrument damage which probably occurred during the explant surgery. Due to this damage being consistent with explant surgery it will be considered a secondary failure. Ms pump krt (reservoir) was cut at window quick connect prior to functional testing. Ms pump passed functional test within all required specifications. Product analysis was unable to confirm the reported event.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to a fluid leak. It was unknown the source and location of the leak. A new ipp was implanted and the old reservoir was drained and left in patient. There were no patient complications reported.